Event description:
It was reported by a customer in the USA that an 840 ventilator upper graphic user interface (gui) display was intermittently erratic. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and the gui to breath delivery (bd) cable, and software was upgraded to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien ref: (B)(4).